Event description:
It is reported that a synthes left liss 13 hole plate was explanted from the femur of the patient due to a distal femur non-union. Quantity of broken screws included in the required intervention section was not reported. The surgeon performed a bone graph to treat the non-union and re-implanted the patient with another plate. The surgery was completed successfully. The procedure was delayed for more than 30 minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device was not returned. Placeholder.